Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that surgical intervention took place to remove and replace an inoperable ipg on (B)(6) 2025. Therapy was restored.

Manufacturer narrative:
Corrected: b1: uncheck product problem. Corrected: h6: health effect - clinical code.